Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the obturator inserted through the universal seal assembly causing the deformation of the seal mechanism and the duckbill seal open at the slit. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the seal protectors were found damaged leading the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the inner sleeve had difficulty in being pull out of the outer sleeve. The duck bill was turned upside when the inner sleeve was put out. The device was unused for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information anticipated, but unavailable at this time.